Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a shaft kink occurred. The physician had advanced this 6f mach1 guide catheter through the tortuous aorta, when he tried to turn the guide catheter into a vein graft the shaft "folded" and made a kink. The procedure was completed with the use of another mach1 guide catheter. There were no reported pt complications. The pt status is listed as "stable." However, returned product analysis revealed a separated shaft.

Manufacturer narrative:
The complaint device was returned for analysis. Visual and tactile inspection of the shaft revealed numerous kinks located throughout the catheter. The shaft was cut/separated 45 centimeters from the strain relief. Examination of the material surrounding the kinks and the separation did not reveal any evidence of material or mfg deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).